Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the device change out it was noted that the superior vena cava (svc) measured "none". Caller stated that there was an electrogram (egm) tracing on the svc-can egm. The represenative was instructed to disconnect the right ventricular (rv) lead from the device and test using the analyzer. The pocket had already been closed; thus, the pocket will be re-opened. It was suspected that the svc pin was not fully inserted or that there was an svc coil fracture. The status of the lead is unknow. No patient complications have been reported as a result of this event.